Event description:
It was reported the right ventricular (rv) lead exhibited an increase in pacing threshold and a decrease in sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID p1501dr implantable pulse generator (ipg) implanted: 2007-(B)(6). (B)(4).